Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/23/2010 and 08/24/2010 by phone and mail. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
A user facility reported that the bubble was not holding and felt a tank might be defective. In a follow up phone call with the physician, he reported the patient's pressure was 80% on the first postoperative day and should have been 100%. The surgeon felt there might have been a problem with the gas tank. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This is the first of two reports.